Manufacturer narrative:
Additional information was provided in b.5., d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area pressed against the posts and well area of the lens case. The optic is leaning down into the well area and pressed against the posts of the lens case. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported of ¿defective¿. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the implant was not used because it was defective while loading. There was no patient contact.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during a cataract surgery with an intraocular lens implantation, the iol was found to be defective. There was no patient contact and the procedure was completed. Additional information has been requested.